Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On( B)(6) 2024, it was reported that at 03:15, the patient was sleeping and unresponsive. The patient's boyfriend attempted to wake her and give her some sugars. The cgm egv at that time was not specified nor clarified. It was not specified nor clarified whether a bg was checked. The patient was brought to the hospital by paramedics at 06:00 where the egv was 201 mg/dl and the bg was 51 mg/dl. The patient was treated with carbohydrates by health care providers and discharged at 1100. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.